Event description:
It was reported that the device will not charge above 50j and will not discharge at any energy level. There is no service indicator and there is no fault code. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.